Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ measurements from march 19, 2023, show 11 channels with high impedance. Further proceeding is currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Affected channels were reported. The user reportedly did not sustain a trauma. Further proceedings are currently unknown.